Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip appeared to be properly on cystic artery, but hemostasis was not achieved properly. The case was completed by mono polar electrocautery. There was no consequence to the pt.